Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at the time. A call was placed on to technical services on (B)(6) 2016 stating that attempting and rv lead revision because r-waves dropped from 7mv at implant to 1.5mv. Thresholds good . When opened the pocket it looked like it was infected. If comes back positive and they will performing a full system extraction. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).